Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reported 1 suspected false negative sofia sars result for 1 asymptomatic (off label use- at the time of testing) patient. The customer communicated that the patient was confirmed positive at a reference lab the day prior to their suspected false negative sofia sars result.